Event description:
It was reported that the patient presented to the emergency room as the right ventricular (rv) lead triggered an alert for short interval counts (sic) and non-sustained ventricular tachycardia (vt) due to noise. The detections were turned off and a lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).